Manufacturer narrative:
The instrument exhibits no outwardly damage or failure. We investigated the mechanical functions. The clamping and cutting function are working correctly. Then we investigated the cable and the hosing / handle, especially the cable entry at the handle. Here we found no abnormities like broken edges or damaged insulation. In the next step we opened the handle to check the wiring. The wiring is correct, no wire was trapped between the housing shells. The manufacturing documents have been checked and found to be according to specification valid during the time of production. There are no further complaints with this lot at hand. The root causes for the problem is most probably usage related. The investigation of the insulation and the wiring of the instrument showed no irregularities like damaged insulations or trapped/clamped cable or wires. Because caiman is a bipolar rf system, there is no potential to earth at the instrument, so an electrical shock caused by a insulation failure of one wire is impossible. The rf current flows only between the both electrodes. This is the big advantage over the monopolar system. Without further knowledge about the circumstances we assume, that the surgeon interpreted a hepatic feedback from the ratchet in the handle (part of the clamping mechanism) as a little electric shock. No CAPA necessary. Associated med watch reports: 9610612-2019-00014.

Manufacturer narrative:
Exemption number: e2014018. When additional information is received a follow up report will be submitted.

Event description:
It was reported by the healthcare professional "that after using the caiman for approximately 1 1/2 - 2 hours without any problems, the surgeon got an electric shock on her right hand. According to the staff the electric shock occurred from the handle of caiman. There was no hole in the gloves belonging to the surgeon. The incident occurred when the instrument was inside the abdomen and the surgeon closed the jaws. The surgeon does not know if she pressed the activation button or not when the shock occurred. It was reported that there was no delay in surgery. Additional information has been requested concerning the surgeon. If additional information is received a follow up report will be submitted. All med watch submissions related to this patient are: 9610612-2019-00014 ; components in use listed as concomitant devices are: caiman disp.instr.non articul.d5/360mm / pl740su.